Manufacturer narrative:
Device not returned.

Event description:
It was reported that during equipment testing conducted by a manufacturer service field technician at the user facility, the cord was frayed and copper wire was exposed. There was no associated procedure, no patient involvement, no delay, no medical intervention, and no adverse consequences.